Event description:
It was reported that tip detachment occurred. The physician used a v-14¿ controlwire® for a percutaneous transluminal angioplasty below the knee. The physician encountered resistance when attempting to remove the wire from the strongly calcified artery during the procedure. The physician noticed a portion of the tip (less than 1 cm) was in the distal collateral artery based on the angiogram. The physician noticed that the vessel was open, so there was no attempt to remove the detached portion. The detached portion remains in the patient, and there were no patient complications. The patient's condition is stable. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(6). Patient age at time of event: over 18 years old. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).